Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a battery out limit alarm on the insulin pump. The pump has been alarming at school and customer had a blank display. Customer's mother got new batteries but after installing new batteries, the pump counted up to 7 and gave a battery out limit alarm. Customer's blood glucose was 347 mg/d at the time of the incident. The pump has been alarming every 15 minutes. Customer's mother stated that the pump was without power for about a minute and the alarm did not occur with the first battery. Troubleshooting was performed and customer's mother stated that the display did not return and went blank again. Customer's mother stated that the pump has not been dropped or bumped. The pump has not been exposed to moisture. Customer's mother stated that the pump completed the self test. Customer will be sent a replacement battery cap.